Event description:
The technician alleged the brakes will lock, but swivel while in brake mode. No injury reported.

Manufacturer narrative:
The technician adjusted the brake steer caster to resolve the issue.